Event description:
It was reported that the patient never had therapeutic effect. Actions required as the result of the event included explant. Troubleshooting as a result of the event included reprogramming. The patient never received pain relief from his stimulator. The implantable neurostimulator (ins) was overdischarged but the patient was not interested in a trickle charge and was requesting an explant. The explant was to be scheduled. The patient¿s status at the time of report was alive with no injury. The cause of the lack of effect was not determined. The patient did not recharge because they were not getting pain relief after several reprogramming sessions. It was unknown how the patient was doing.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3888-45, lot# va01k4v, implanted: (B)(6) 2012, product type: lead; product ID 3888-33, lot# v949384, implanted: (B)(6) 2012, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).